Event description:
It was reported that a malfunction occurred with the pump, identified by code malf 3, which was not resettable. There was no reported adverse impact to the customer's blood glucose level. As a corrective action, the customer planned to use a backup therapy of multiple daily injections (mdi) to maintain insulin delivery while waiting for a replacement pump from customer technical support (cts). Cts confirmed the shipping address for replacement and provided instructions for returning the faulty pump, which the customer understood and acknowledged.